Event description:
It was reported that when the device was used during a laparoscopic colectomy, it did not fire the staples. Another stapler was used to complete the case. There was no consequence to the pt.